Event description:
The customer reported that half of the image was missing. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. (B)(4). Inspection of the unit found that there was a loose connection. The internal cable was reconnected. (B)(4).